Event description:
Ion bronchoscopy using cryo probe. Patient was intubated with (B)(6) and (B)(6) at head of bed in endo 5. Dr (B)(6) stepped on the peddle to activate the cryo probe which was in the patient's airway and after a less than second delay, a loud explosive sound occurred and the cryo catheter was noted to have been thrown out of the patient's airway to the floor in unexpected explosion. Dr (B)(6) and dr (B)(6) had diminished hearing due to the close nature of the high decibel explosive sound and this hearing impairment continued. Plan is to check the patient's hearing in recovery. Device was in her airway when it exploded and was thrown out of her airway onto the floor. Will check cxr for signs of concussive trauma (pneumothorax, pulmonary edema). Persistent hearing loss for dr (B)(6) and dr (B)(6). Of note, the cryo catheter matched the recall lot number (of which we were unaware of until one of our nurses found the FDA recall after the event).